Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient fell and had less back coverage. The event was not serious. No diagnostic tests were performed. The event was noted as not related to the device, therapy, or implant procedure. The etiology was pre-existing condition (worsening in frequency, intensity, or duration over what was reported as baseline.) No interventions were performed. The outcome was reported as resolved with sequelae. The sequelae was noted as "altered implant stimulation."

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had a history of falling while ambulating.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Sequela was noted as programming unrelated to fall. The patient had a history of falling while ambulating.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced a fall. Signs and symptoms included that the patient had less back coverage. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Relevant medical history included: non-malignant pain